Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was received. The report reiterated that the patient was prescribed medication to treat the elevated intraocular pressure (iop), and the severity was noted as changed from "moderate" to "mild".

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented postoperatively with elevated intraocular pressure (iop), described as "mild and non-serious" which was treated with iop lowering medication. The event was noted as resolving and the patient recovering. Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference:(B)(4).

Event description:
The following additional information was received. Per report, the patient presented six (6) months postop with a recurrence of intraocular pressure (iop) elevation in the left eye (os), described as "moderate" and "non-serious". Reportedly, the patient recovered the same day with iop lowering medication. The report noted that the previous report of iop elevation had resolved approximately three (3) months prior to recurrence.

Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference: (B)(4).